Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Ketones were tested prior to ER visit, and results were large. The patient was treated at the ER with intravenous fluids, and a medical professional was, "going to give insulin but they wiggled pod around and the insulin started to deliver with the pod." Blood work and a urinalysis were also performed for ketones, but results were still pending at the time of reporting. The patient was released after spending between 4 and 5 hours in the ER. The patient's blood glucose, carbohydrate, and insulin history are as follows: time: bg(mg/dl): cho(g): bolus(u): "am"; 157; "breakfast"; 71; 7:44am; 5.3; 411; 0.5. 9:51am; 493.